Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the repair bench, the technician observed a pacer failure. There was no patient involvement.